Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the cpu coin battery needed to be replaced and software needed to be reloaded. The customer was sent a quote for the sundance upgrade and repair is awaiting customer approval of the repair quote. No conclusion can be drawn as repair information is not available.